Manufacturer narrative:
This is asp's assessment of a report from (B)(6). It was reported that two patients, on separate occasions, experienced allergic reactions following a colonoscopy procedure with a scope that was potentially reprocessed using disopa solution (17800). Two complaint files were opened - one for each patient ((B)(6) and (B)(6)). This file is for the patient who experienced nausea, vomiting, and a rash following a routine colonoscopy procedure on (B)(6) 2009. The patient felt better after vomiting and was then sent home. The onset of the rash occurred later, the same day of the procedure. The patient sought medical attention and was treated with a histamine blocker. The patient did not need hospitalization as initially reported and was in remission the next day for the rash. The patient was reported to have had a colonoscopy once a year since (B)(6). There was no indication that the patient went for any additional tests to determine the cause of the allergic reaction. The facility where the patient had his colonoscopy procedure has a total of four automatic endoscope reprocessors (aer); three endoclens manufactured by amano using disopa solution, and one oer 3 manufactured by olympus using acecide. The facility does not know which reprocessor had processed the scope that was used on the patient. It was reported that glycerin enema solution and a lubricating liquid were used concomitantly during the procedure. It was further reported that the facility had been using disopa for over four years and this was the first report of an adverse event. There was no report of improper cleaning and rinsing of the scope the day of the incident. It was reported that the endoclens units were checked following the event and no problems were found. No new cases of patient allergic reactions have been reported by this facility following these two separate events. The lot number of the disopa solution was unknown and no product was returned for evaluation. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. A review of the complaint history over the past 12 months ((B)(4) 2009 to (B)(4) 2010) for cidex opa solution sold world-wide (which includes disopa solution) with the problem code of -hr - allergic symptoms- did reveal two spikes outside the upper control limit, however, the overall trend is decreasing. A total of 59 complaints categorized as ''hr-allergic symptoms'' were reported during this period, with 98% of these complaints related to healthcare worker reports of allergic symptoms, and 2% related to reported patient allergic reactions. In rare instances, patient allergic reactions have been reported, and in the majority of these complaints, inadequate rinsing of the devices, and/or failure to follow the instructions for use was determined to be the root cause. A corrective and preventive action plan has been opened for a more thorough investigation into patient allergic reactions associated with the use of instruments disinfected in cidex opa solution. The information furnished to asp did not allow us to definitively confirm whether disopa was involved in, or had contributed to, this reported event from (B)(4). There was no confirmation that the unit with the disopa solution was used to process the scope that was used on the patient. Other concomitant products had not been ruled out. Furthermore, there was no indication that disopa was used improperly, or that there was any malfunction of the aer, therefore, the root cause of the reported event cannot be confirmed.

Manufacturer narrative:
References: 2084725-2009-00556.

Event description:
It was reported that two pts experienced nausea, vomiting, rash after colonoscopy. This is the report for the first pt who had colonoscopy for general checkup. After the colonoscopy, he felt bad. After vomiting, he felt better. He went home after the checkup. On the same day, he called his physician and saw the physician again for pruritic rash. He was treated, but did not need hospitalization. He saw a dermatologist the next day. The rash has resolved.